Event description:
On (B)(6) 2014 the distributor contacted animas alleging that there was moisture behind the display. There was reportedly no damage to the pump casing. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 05/19/2014-device evaluation: the pump has been returned and evaluated by product analysis on 05/08/2014 with the following findings:visual inspection revealed moisture behind the display lens. The display was blank when the pump was powered on, however auditory features were functional. There was evidence of moisture found in the battery compartment, as well as corrosion in the battery compartment and on the battery cap. Leak testing revealed a battery compartment leak. The pump casing was opened and there was evidence of moisture found on and behind the display and on other pump components, including the pcb. Additional testing could not be completed due to the moisture.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).